Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the foot pedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to defective foot pedal.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator was not providing monopolar or bipolar energy. The procedure was reportedly completed, but how the issue was resolved was not specified. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and was advised that the issue was resolved during the procedure by using a backup generator. The erbe foot pedals were replaced after the procedure.